Event description:
It was reported that the customer sometimes experienced high blood glucose levels, with readings as high as 400 mg/dl, when eating junk food. The customer declined troubleshoot for high blood glucose due to the issue occurring as a result of his food choices. He stated that the insulin pump alarmed weak signal, lost sensor, calibration error, meter blood glucose alert, sensor error, weak signal, and sensor end. He noted that, since starting sensor use, he had to remove 4 sensors before their 6 day expected lifecycle ended, and he found bent sensor cannulas upon removal. He also reported that he has many fatty tumors on his body, which he advised he tried to avoid during sensor insertion. The sensors were discarded and were not available for analysis. He advised that he would call back later to upload carelink reports. The blood glucose reading at the time of the sensor issues was unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.